Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres after 10 seconds, the balloon ruptured. The balloon was removed completely from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.